Event description:
It was reported that "patient called stryker to ask if stryker is dealing directly with patients who claim they have a "failed hip" or do they have to go through a lawyer. Patient claims she lost external rotation and has never gotten it back. Says she saw two experts who told her, there is something wrong with the liner. Patient did not want to submit a per at this time."

Manufacturer narrative:
Device not returned. Device is still implanted in patient and therefore, it is not available for evaluation. No evaluation will be performed. If device becomes available with additional information, a supplemental report will be issued.